Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that plain film x-rays taken during routine follow-up approximately two years after the index procedure revealed a stent graft fracture just above the aortic bifurcation. The aneurysm has decreased in size, and there is no evidence of an endoleak. No clinical sequelae were reported and the patient is fine. Review of the lateral x-ray image noted a possible stent fracture, seen as a gap in one of the 4th row stents. A detailed 3d reconstruction and r&d review could not confirm that the stent had actually fractured. If the stent was fractured it would be expected to take on an unusual shape as the result of stress relieving. On the x-ray, the areas of the stent around the observed gap appear normal. The gap may have been an x-ray artifact.

Manufacturer narrative:
(B)(4). Methods of evaluation: films. ) results of evaluation: insufficient information.